Event description:
Endovascular aaa repair. The right femoral arteriotomy site had to be surgically repaired due to the inability to retrieve the stent delivery system completely out of the femoral artery. A surgical cut down had to be performed in order to remove device from the right femoral artery followed by repair of the artery. Unsure if anatomy of pt issue or device issue.